Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10. The device was returned to the factory on 07aug2019 and investigated on 17jan2020. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection device was conducted. The silicone insulation on the cold jaw was half way torn, exposing the metal from the tip and detached. The heater wire was observed to be slightly flexed at the center of the hot jaw, but remained attached at the base and tip of the hot jaw. Based on the condition of the device as found, the reported complaint was confirmed for "peeled jaw" and the analyzed failure ¿material bent/twisted. A ship history record review was completed for lots 2514742, 25147375, and 25147356; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro malfunction, rubber piece on tip broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro malfunction, rubber piece on tip broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.